Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reportedly, this patient was having problems with this pacemaker device. There was no further information provided. The device remains in service. No adverse patient effects reported.